Event description:
It was reported that during oasys surgery, the screw was deformed when the surgeon was inserting the screw into the patient bone. After that the surgeon used other screw and the surgery was finished.

Event description:
It was reported that during oasys surgery, the screw was deformed when the surgeon was inserting the screw into the patient bone. After that the surgeon used other screw and the surgery was finished.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the oasys polyaxial screw was confirmed visually to have deformed below the tulip head. Manufacturing records were reviewed and no manufacturing anomalies were reported. The stryker representative reported that the bone quality was very hard and after removing this screw, the next screw was able to be placed without incident. Conclusion: the probable cause may be insufficient or lack of tapping of the screw hole after drilling as instructed in the surgical technique.